Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device rebooted while obtaining bp (blood pressure) during monitoring a patient. Once the bp result came back, the device immediately shut off and restarted. After restart, a second bp was obtained, 12-lead was acquired, and the device was back in normal operation.